Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, prior to the malfunction, the customer's blood glucose (bg) level was 59 mg/dl. The customer stated that the pump did not attribute to the low bg level, and was treated by consuming carbohydrates. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.